Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with mild tortuosity and 89% stenosis. An unspecified guide wire was advanced and pre-dilatation was performed with an unspecified balloon at 10 atmospheres (atm). The xience v 2.5 x 28 mm stent was deployed at 12atm. During post-dilatation of the stent, a distal edge dissection was observed. A xience v 3.5 x 23 mm stent was implanted to cover the dissection. At the end of the procedure, timi iii flow was maintained and the patient was reported to be doing fine. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported device malfunctions or product deficiencies. The reported patient effect of intimal dissection of the coronary artery is listed in the xience v, everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.